Manufacturer narrative:
The reported event was inability to loosen the screw. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be fully extended and clogged with blood and tissue. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was revised due to an unspecified functionality issue. During revision, the atrial lead could not be disconnected from the header of the device. The atrial lead and device were explanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-08893.